Manufacturer narrative:
Where lot numbers were received for the device, the device history record were reviewed and found to be conforming. The manufacturer did not receive x-rays, or other source documents for review, neither the device has been received for investigation as the patient has not been revised. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient is experiencing problems with the biolox delta, ceramic femoral head, m, 36/0, taper 12/14, implanted on (B)(6) 2015 on the left side . The recovery has been less than successful and it is possible that patient has an allergic reaction to implant. A revision surgery was not performed. Note: the cup implanted is an continuum shell from zimmer inc., case number (B)(4). In addition, this is an bilateral patient, the left right is (B)(4).

Manufacturer narrative:
Trend analysis: no trend identified device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it is reported that the patient is experiencing problem with the implants. Possibly the patient is allergic to the implants. The patient has bilateral hip replacements. Although requested, no additional information was provided by the patient. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer (B)(4) for in-depth analysis. Review of product documentation: the IFU for endoprosthesis states that ¿allergy to the implanted material, above all to metal (e.g., cobalt, chromium, nickel, etc.).¿ is a contraindication. Additionally, it is stated that "the general risks involved in endoprosthetics are allergic reactions to the implant material used, loosening, wear, corrosion, incorrect positioning, dislocation, aging, deterioration and fracture of the implant or implant parts.". It is also stated: preoperative: "the doctor must explain the risks of an implantation to the patient, including the possible impact of the factors mentioned under section ¿ general information on indications, contraindications and risk factors¿ on the success of the operation and the possible negative effects mentioned under section ¿adverse effects¿. The patient should also be informed as to what steps he/she can take in order to reduce the possible effects of these factors." Package insert used for ceramic femoral heads: biolox delta states that biolox delta ceramic femoral head consists of the material biolox delta, an aluminum oxide matrix composite ceramic and as adverse effects "inflammatory reactions and osteolysis" are listed. Biocompatibility specification and material compatibility specification certify the suitability of the material. Root cause analysis neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. It is unknown which type of problems has the patient with the implant and it is stated that the patient possibly is allergic to the implants. It has to be considered that the patient has bilateral hip replacements and that the biolox head included in this complaint is only one part of the implanted hip replacement system. The biolox head is consists of the material biolox delta, an aluminum oxide matrix composite ceramic. Allergic reaction to metal implant materials are known and the allergy to ceramic materials is also possible but more rare due to material properties of ceramic. For this specific complaint, the patient has implanted metallic, ceramic and polyethylene components. The problems experienced by the patient are unknown. It is also unknown if the patient is allergic to one of the implant materials and if yes to which one. However, the IFU for endoprosthesis states that "the general risks involved in endoprosthetics are allergic reactions to the implant material used" and that "the doctor must explain the risks of an implantation to the patient, including the possible impact of the factors mentioned under section ¿ general information on indications, contraindications and risk factors¿ on the success of the operation and the possible negative effects mentioned under section ¿adverse effects¿. The patient should also be informed as to what steps he/she can take in order to reduce the possible effects of these factors." For example a preoperative test to identify patient allergy could potentially reduce the possible negative effects listed as adverse events. However, biocompatibility and material compatibility specification certify the suitability of the material. In conclusion, due to the fact that problems experienced by the patient are unknown, that the patient has bilateral hip replacements with metallic, ceramic and polyethylene components and it is unknown if the patient is allergic to a material and to which one, it is impossible to identify an exact root cause for the reported event. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4 ).